Event description:
It was reported that during an unknown procedure, there was a solid tone with error code 3 after working 15 minutes. Changed another one to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Additional information: it was confirmed that the tip was broken when removed from the patient's body. It didn't fall into the patient. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence that the device had been used. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for error code 5 the device was functionally tested on the generator and the hand control switch assembly was not functional. The device was functionally tested with a generator using the footswitch. During functional testing on gen04, an error code 5 was displayed. A probable cause of the device stopping activating and displaying an error code 5 is blade damage. The device was disassembled to inspect internal components. Corrosion and moisture ingress were found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.